Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'door not closed error even though door is closed' was not reproduced. A review of the event history log (ehl) revealed 'door not closed' messages. A service history review revealed the device has been serviced within the last 12 months. The current reported problem does appear as a related symptom within the past 12 months and the upper link switch was cleaned. Review of the prior service record indicates that all service actions were completed during the prior return. The reported condition was verified. The hook setup will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a door not closed error even though door is closed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.